Event description:
It was reported that the anesthesia system generated technical error codes indicating an open safety valve. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A service visit was carried out by our field service engineer, during which it was observed that the technical error had been triggered while the system was in standby mode. The inspiratory pressure transducer was determined to be the cause of the reported issue and was replaced. Multiple system checkouts were successfully completed, and the system was tested on a test lung to verify proper performance. The anesthesia system was cleared for clinical use. The failure was confirmed through analysis of the device logs. The replaced part was retained by the customer, preventing further investigation. Based on the fse¿s findings and system log review, the replacement of the pressure transducer pcb resolved the reported issue. The system is functioning normally in clinical use. No further issues have been reported.

Event description:
Manufacturer's reference #: (B)(4).